Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported that there was a touchscreen issue. Not in use, no patient or user harm reported. The customer reported that the upper part of the display's touchscreen was not working. The customer reported that they observed an error message (error code not provided). A calibration was performed; however, the touchscreen still was not working. A field service engineer (fse) confirmed the customer's issue. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
B5 - upon a review, previous report was sent without the repair information incorrectly. It should have been stated as: the customer reported that there was a touchscreen issue. Not in use, no patient or user harm reported. The customer reported that the upper part of the display's touchscreen was not working. The customer reported that they observed an error message (error code not provided). A calibration was performed; however, the touchscreen still was not working. A field service engineer (fse) confirmed the customer's issue. The fse replaced the touchscreen and found the device normal. The device was fully functional.